Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During removal of the orsiro mission device from the transport packaging and upon inspection, the device appeared damaged. Further inspection revealed that the stent is bent on the balloon shaft.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its center section, i.e., the stent is kinked, and several stent struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. A 0.015 inch reference transportation wire could not be inserted into the guide wire lumen without straightening the kinked stent and shaft. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further the entire device is checked for kinks. Based on the conducted investigations, no manufacturing or material related root cause was determined.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its center section, i.e., the stent is kinked, and several stent struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. A 0.015 inch reference transportation wire could not be inserted into the guide wire lumen without straightening the kinked stent and shaft. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further the entire device is checked for kinks. Based on the conducted investigations, no manufacturing or material related root cause was determined.